Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the patient with this pacemaker experienced syncope. The patient was evaluated in the emergency room. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and review of device interrogation report. The cause of the syncope has not been reported at this time. Upon review, there were no correlated stored episodes within the device, however, ts did report the pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) feature signal on the right atrial channel. No out of range impedance measurements were observed. A successful right ventricular automatic threshold test was performed. The mv feature is currently disabled and ts recommended the patient follow up for an in-office visit. No additional adverse patient effects were reported. This product remains in-service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.